Manufacturer narrative:
Block a1: (B)(6). Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block e1: this complaint was received as litigation from a legal source in australia. This event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). Block h6: patient code e1310 captures the reportable event of urinary tract infection. Patient code e0206 captures the reportable event of unspecified mental, emotional or behavioural problem. Patient code e1906 captures the reportable event of unspecified infection. Patient code e1405 captures the reportable event of dyspareunia. Patient code e1401 captures the reportable event of abnormal vaginal discharge. Patient code e2330 captures the reportable event of pain. Patient code e2006 captures the reportable event of erosion. Impact code f19 captures the reportable event of surgical intervention. Impact code f2303 captures the reportable event of medication required. Impact code f12 has been used in the light of the patient sought legal recourse for a personal injury related to the device.

Event description:
It was reported to boston scientific corporation that an obtryx ii was implanted on (B)(6) 2016. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; perineum pain; other pain: lower abdomen; painful intercourse; inability to have intercourse; offensive vaginal discharge; recurrent incontinence; psychiatric injury surgical interventions: on (B)(6) 2020 the patient underwent further surgery regarding the obtryx ii implant under general anesthesia for the following purpose: cut mesh wrapped around urethra. On (B)(6) 2020 the patient underwent further surgery regarding the obtryx ii implant under general anesthesia for the following purpose: implant - unable to complete surgery. On (B)(6) 2021 the patient underwent further surgery regarding the obtryx ii implant under general anesthesia for the following purpose: implant. Nonsurgical treatments: on (B)(6) 2017 the patient commenced pain medication: voltaren rapid for the treatment of: pain - mostly back pain. Treatment duration: 4 years. On (B)(6) 2021 the patient commenced incontinence medication: vesicare for the treatment of: incontinence. Treatment duration: 5 months. On (B)(6) 2016 the patient commenced other medication (please specify): antibiotics - strongest they could give for the treatment of: utis. Treatment duration: 5 years - on and off. On (B)(6) 2016 the patient commenced topical treatment (including oestrogen cream): nilstat for the treatment of: thrush - following antibiotics course for uti. Treatment duration: 5 years - on and off. On (B)(6) 2018 the patient commenced other (please specify): incontinence pads for the treatment of: incontinence. Treatment duration: 2-3 years.

Event description:
It was reported to boston scientific corporation that an obtryx ii was implanted on (B)(6) 2016. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; perineum pain; other pain: lower abdomen; painful intercourse; inability to have intercourse; offensive vaginal discharge; recurrent incontinence; psychiatric injury surgical interventions: on (B)(6) 2020 the patient underwent further surgery regarding the obtryx ii implant under general anesthesia for the following purpose: cut mesh wrapped around urethra. On (B)(6) 2020 the patient underwent further surgery regarding the obtryx ii implant under general anesthesia for the following purpose: implant - unable to complete surgery. On (B)(6) 2021 the patient underwent further surgery regarding the obtryx ii implant under general anesthesia for the following purpose: implant. Nonsurgical treatments: on (B)(6) 2017 the patient commenced pain medication: voltaren rapid for the treatment of: pain - mostly back pain. Treatment duration: 4 years. On (B)(6) 2021 the patient commenced incontinence medication: vesicare for the treatment of: incontinence. Treatment duration: 5 months. On (B)(6) 2016 the patient commenced other medication (please specify): antibiotics - strongest they could give for the treatment of: utis. Treatment duration: 5 years - on and off. On (B)(6) 2016 the patient commenced topical treatment (including oestrogen cream): nilstat for the treatment of: thrush - following antibiotics course for uti. Treatment duration: 5 years - on and off. On (B)(6) 2018 the patient commenced other (please specify): incontinence pads for the treatment of: incontinence. Treatment duration: 2-3 years.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.